Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nine days post implant of the implantable cardioverter defibrillator (ICD) a lead integrity alert (lia) was triggered and an alert for high rv coil impedance. The patient was brought back to the electrophysiology (ep) lab for troubleshooting and surgical intervention. Upon examination the pin of the lead was fully inserted and the lead tested fine through the analyzer but was out of range every time the impedance was measured through the device. It was concluded that the ICD was faulty and it was not a lead issue. A header malfunction with the ICD was suspected. The ICD was removed and a new ICD was hooked up to the lead and tested with good impedance measurements. The new ICD was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional analysis revealed an electrical discontinuity in the device connector. The additional analysis was performed and confirmed an intermittent right ventricular (rv) tip to right ventricular coil impedance issue. The problem was determined to be an intermittent continuity issue, isolated to a weld within the header assembly on the right ventricular tip path. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis conclusion was inconclusive. Initial testing revealed out of range high right ventricular pacing impedances which were confirmed on functional testers. Hybrid analysis measured the device outputs being functional and lead impedance measurements were normal. There were no anomalies on the ports and connectors on the header. The reported right ventricular lead impedance failure was not confirmed during hybrid destructive analysis. If information is provided in the future, a supplemental report will be issued.